Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, active current measurement and sleep current measurement. No alerts/anomalies/alarm noted during test. No unexpected failed battery test, unexpected alarm, prime anomaly or rewind anomaly noted during testing. Successfully downloaded history files and traces using thus. During download history review, no failed battery test found in the history or trace files. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: dried insulin - motor slide, cracked keypad overlay, scratched case, broken battery tube threads, cracked case (battery tube) and label damage (stained). Failed batt test, e/a alarm unspecified, drive/motor anomaly and rewind anomaly were not confirmed during testing. Exposed to moisture confirmed due to dried insulin on motor slide and pcba 1. Cosmetic damage confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced stated that the insulin pump rejected new battery and the battery compartment casing was cracked, the rewind was louder, received an unspecified pump error code and the insulin pump's response was delayed occasionally. The customer also reported prime or fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was partially performed for the prime or fill anomaly. Troubleshooting was not performed for battery failed alarm, cosmetic damage, rewind anomaly, pump error alarm and for the issue of delayed response from the insulin pump. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl.